Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date:

Event description:
It was reported when using the bd autoshield¿ duo pen needle, the device experienced retraction failure for cannula. The following information was provided by the initial reporter: retraction failure for cannula.